Event description:
It was reported that the battery longevity of this implantable device was not as expected. The battery longevity decreased from 4 years to 1 year in 12 months. A request was made to have data from this device analyzed. Data analysis review determined that the device's battery is depleting within normal behavior and the change in longevity is most likely due to a switch between the coulometer and voltage based longevity. Additional information was provided. It was mentioned that this device was explanted because of suspicion of premature battery depletion. The device data was not sent for analysis prior to the replacement procedure. No additional adverse patient effects were reported. The device is expected to be returned for analysis.